Event description:
It was reported that the patient¿s trial went very well and the patient wanted the implant to be completed by adding the permanent stimulator battery. They added the simulator battery on (B)(6) 2015. The patient called the manufacturing representative (rep) on (B)(6) 2015 telling her that she started having a new pain on (B)(6) 2015. This pain was different from her normal pain and as the day went on it got worse and worse to the point that it was very painful to touch or move her legs. The patient was not able to move her legs and she was in so much pain that it made the pain worse to move her legs. The pain was in both right and leg legs. The rep asked the patient to turn off the stimulator to see if the new pain still existed. The patient didn¿t think it made the pain better or worse. The rep contacted the doctor¿s office immediately to let them know. They called the patient and asked her to go to the hospital where they would be and plan on the possibility of an explant. The doctor had the patient under IV sedation during the explant so that the healthcare provider (hcp) could speak to her during the surgery to see if she had reduced pain and better ability to move her legs with less of the new pain once he removed the paddle lead from the epidural space. The doctor only opened the spinal incision and removed the paddle from the epidural space. He then cut the wire tails of the paddle lead in the spinal incision. The doctor left the remaining cut tails of the lead that was tunneled to the battery pocket site in place. He had planned to replace with a new lead at a later date and did not want to reopen the battery pocket site at this time. The patient very much wanted a replacement lead re-implanted as well. Once the lead was removed from the epidural space, the pain was less and she was able to move her legs normally, comfortably, and more easily once the paddle lead was removed from the epidural space. The doctor took cultures to rule out infection during the explant surgery. There was not any visual evidence of infection or bleeding. The doctor felt that the patient¿s symptoms may have been the result of compression on the cord. It was surprising that there was a delay in these symptoms since she had the lead in place since (B)(6) 2015 and had a great trial with it in place. During the implant of the permanent stimulator battery the spinal incision was not accessed at all. It was later reported that the patient was not receiving effective therapy, since the paddle lead was cut at the tails in the spinal incision. The plan was to replace the lead at a later date, which was not set yet. The rep was going to return the device to the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found no significant anomaly and the lead body was cut through. The following.

Event description:
Additional information received reported that the lead portion was going to be returned to the manufacturer for analysis. This was the only portion on the device that was cut and explanted. The plan was to implant another lead at a later date and connect to the implantable neurostimulator (ins) that was still in place. It was later reported that the lead was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).